Event description:
It was reported that approx seven weeks after l4-l5 plif with peek device and infuse bone graft supplemented with posterior fixation, pt developed pain and weakness. A reoperation was performed to remove a fluid-filled cyst. Pathology report found that the material was a "benign cyst showing dystrophic calcification and metablastic ossification. No areas of atypia or malignancy are identified." It is unknown if the infuse bone graft contributed to the reported event, but co is filing this MDR out of an abundance of caution.